Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The pump supplies were changed. Blood glucose was 90 mg/dl. As the reported occlusions occurred in the past, a possible cause of the occlusion alarms could not be determined.